Manufacturer narrative:
Corrected data: b5 updated to reflect the patient was asymptomatic and "company representative" was checked in g2.

Event description:
Additionally, it was noted that the patient was asymptomatic.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient was in stable condition.